Manufacturer narrative:
(B)(4).

Event description:
The customer reported the touchscreen unresponsive. No patient involvement reported.

Manufacturer narrative:
(B)(4). On (B)(6) 2017 additional information: this customer returned ventilator was tested and no failures were identified.